Event description:
It was reported that when using the bd pyxis¿ medbank, medication order discontinued in the electronic medical record (emr) was still appearing as active on station. There were no patient harm and no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. The field service engineering team identified that a recent update to the tqw logic had unintentionally caused the discontinue on nofill option to stop functioning correctly. They confirmed they were working on a fix, and at that time, no workaround was available for the nofill issue. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank, medication order discontinued in the electronic medical record (emr) was still appearing as active on station. There were no patient harm and no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.